Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the light engine glass rod assembly. A functional evaluation revealed no electrical short and that the lamp works but at a reduced brilliance. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include the use of wet light guide cables. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event.

Event description:
It was reported that during the surgery, an arthroscopic image was a yellowish color and smoke was rising from the device. The customer removed the light cable from the device and it was confirmed at connector part of light cable that something was burned. The procedure was successfully completed with the back-up device. No patient injuries and complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.